Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on both the right atrial (ra) and the right ventricular (rv) channels. Additionally, high pacing thresholds and oversensing were observed on the rv lead. A revision procedure was scheduled. During the revision, a chest x-ray confirmed a conductor fracture on the ra lead. The ra lead was explanted and the ra port was plugged. The rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed only the distal segment of the lead was returned and insulation abrasion was noted. The insulation damage was consistent with lead on lead abrasion. Analysis confirmed the inner conductor coil was fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy, but the specific location of the fracture could not be determined due to the condition of the returned lead.

Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on both the right atrial (ra) and the right ventricular (rv) channels. Additionally, high pacing thresholds and oversensing were observed on the rv lead. A revision procedure was scheduled. During the revision, a chest x-ray confirmed a conductor fracture on the ra lead. The ra lead was explanted and the ra port was plugged. The rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.